Event description:
It was reported that during a routine trach change in the pediatric critical care unit, the balloon on the patient's cuff split. The trach was opened two weeks prior and was only in situ for one week.